Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unidentified malfunction alarm occurred. Contact reset the pump to clear the alarm. Pump was functioning properly. There was no reported impact to customer's blood glucose. Contact declined follow up from tandem technical support.